Manufacturer narrative:
The event of lymphoma - alcl- suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, deflation, and bia lymphoma (histopathological markers not reported). Implant physician: (B)(6).

Event description:
Patient reported for left side "left side swelled up, a deflation, and bia lymphoma". Histopathological markers cd30+ and alk- have not been received. The device remains implanted.